Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed evidence of two cs 163 warnings for no delivery, no prime, no cartridge detected. During testing, the rewind, load and prime sequence were successfully completed with no warnings occurring. The pump was exercised for 24 hours with no of loss of prime warnings or alarms. The force sensor calibration was found to be out of specifications. The force sensor resistance was within required specifications. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no contamination or damage to the force sensor circuit observed. The prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was discolored and the battery compartment was cracked. The returned battery cap and a test cartridge cap were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.